Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported that the video cable was found cut. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted a cut was identified on the cable, flooding, torsion and no image, noted due to cable failure. Corrosion of electrical contacts, defective pixels due to imaging degradation, corrosion on scope mount were observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, endoscopic image disappearance and freezing. Warning: please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Based on investigation results, the complaint was confirmed and found to be due to the damaged cable unit. The identified failures is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.